Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record review could not be completed due to no information received traceable to the manufacturing documentation. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 05/06/2011, 05/12/2011 and 05/26/2011 by phone, fax, and email. Additional information was received on 05/26/2011 by email. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported, a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the patient's ucva is 20/150 and bcva 20/20. Additional information has been requested.